Event description:
A patient reported therapy has turned off and reset to shipping parameters. The patient had a cardioverison performed when they saw the power on reset (por) screen. The patient noted she went through a security scanner, but she had turned the device off for that. The patient noted the implant was off for the cardioversion too. The patient was going to go to the healthcare professional (hcp) to clear the por and also have the device checked post cardioversion. The patient noted they cannot turn stimulation on. The patient noted the warning por and not being able to turn stimulation on to be sudden. Additional information from the patient reported the por and not being able to turn stimulation on has not been resolved. The patient noted they called their hcp to make an appointment. The patient also noted they had it turned off due to the cardiac procedure. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
A patient reported they had the stimulation off a cardioverison and after the he has been trying to turn stimulation back on, but he cannot, he was getting the power on reset (por) message. The patient noted that the strange thing was he was doing fine without. The patient noted he had a cardioversion recently. The patient noted they have a cardiac ablation on (B)(6) and his healthcare professional (hcp) told the patient to come in after that. The patient noted he will work with his hcp to resolve the por. The patient noted this began on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.